Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Were there any staples missing from the staple line? Who fired the device? What was the users experience with the device?

Event description:
It was reported that during a gastrectomy procedure, the device was used which didn't work properly. When it was closed and fired, the clips remained open, the blade was ok, two "donuts" was formed only. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.